Manufacturer narrative:
Block e1: initial reporter city: delegacion tlalpan, distrito federal. Block h2 (additional information): block b5 has been updated based on the additional information received on march 25, 2025. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a procedure for polyp performed on (B)(6) 2025. During insertion, the device was entered through the working channel. The device was positioned to release, but the device gets stuck and would not release. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on march 25, 2025: the type of procedure is colonoscopy.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a procedure for polyp performed on (B)(6) 2025. During insertion, the device was entered through the working channel. The device was positioned to release, but the device gets stuck and would not release. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.